Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the pcb, the top battery, and the mechanism rails. Additionally, the voltages of all three batteries were measured to be lower than expected. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. Investigation of the device indicated that fluid was able to leak from a tear in the unexposed portion of the soft cannula. The shelf mode current was found to be out of specification. The leak from the unexposed soft cannula is confirmed as the root cause of the reported 0x3d alarm, the corrosion observed, low battery voltages, and the out of specification shelf mode current. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone13.2 cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod longer than 48 hours. The device was originally reported for a pod hazard alarm while wearing the pod. Treatment information was not provided.